Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by arthroscopy, sports medicine, and rehabilitation titled "comparative outcomes of different achilles stump management after flexor hallucis longus tendon transfer" the study reviewed one hundred twenty-nine (29) patients who underwent foot and ankle procedures using arthrex swivelock to treat achilles tendon insufficiency. One (1) patient had poor wound healing during the twenty-eight (28) month follow-up period. Ref: hsueh ll, shih ht, tang sc, cheng yy, wang sp. Comparative outcomes of different achilles stump management after flexor hallucis longus tendon transfer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.